Event description:
Stryker medical was notified of a potentially reportable complaint involving a product for which stryker is not the manufacturer. The customer reported a hill-rom p8000, serial number (B)(6). It was reported that the side rail is broken. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).